Event description:
Caller reported intermittently experiencing alarm 2 followed by alarm 26 related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on several corrective actions, including disconnecting and adjusting the pump tubing and delivering boluses to resolve the alarms. Although the alarms recurred, a successful bolus was eventually delivered, and the customer was advised to replace supplies as needed and resume insulin therapy.